Manufacturer narrative:
The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a loss of stimulation. It was believed that the contacts were dislodge after the fall. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had a loss of stimulation. It was believed that the contacts were dislodge after the fall. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had a loss of stimulation. It was believed that the contacts were dislodge after the fall. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and lead splitters were explanted. Malfunction was suspected. The contacts were still on the lead but the leads were visibly fractured. The patient was reportedly doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-3400-30, serial/lot #: (B)(4)/ 513588 description: infinion splitter 2x8 kit (30 cm).

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.